Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that while he slept, the adc freestyle libre sensor detached after 3 days of wear. Customer further reported that the following morning, (B)(6) 2017, he experienced symptoms described as "very tired" and "almost losing consciousness" and his wife treated him with a glucagon injection. Paramedics were called and upon their arrival at 8:30 a.m. They received a reading of 30 mg/dl on their meter and the customer was provided unspecified oral treatment. There was no report of death or permanent injury associated with this event.